Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0x0v8, implanted: (B)(6)2015, product type: lead. (B)(4).

Event description:
It was reported that pain was going from middle of back shooting down legs. The legs were reported as weak and shocking in legs. It was reported that they felt it at the implantable neurostimulator (ins). The patient felt stimulation and was going to the bathroom like she was supposed to. The patient saw the health care provider for a different issue. There was no fall or trauma reported with the event. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.